Manufacturer narrative:
This combined initial and supplemental report is being submitted to provide the initially reported event from the returned loaner device, as well as results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, there was a gap found in the adhesive tween the plastic cover and the distal end. The unit had several other forms of wear and tear noted throughout the device. Those include but are not limited to material deformation, further adhesive failure, and material elongation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains statements related to device handling and it is recommended that the customer adhere to those recommendations. Based on the results of the investigation and the condition of the subject device, it is believed that stress and fatigue caused the reported failure mode. Olympus will continue to monitor the field performance of this device.

Event description:
While inspecting a returned olympus evis lucera duodenovideoscope loaner device, it was discovered that there was a gap between the plastic cover and the distal end. There was no patient involvement during this event.